Event description:
It was reported that the patient suffers from dizziness and recently had experienced syncope and fell and had a head injury. Oversensing was noticed. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.